Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms beginning approximately one year ago. All other lead measurements were reported to be stable and within normal limits. It was reported that the patient had been lost to follow up. Boston scientific technical services (ts) discussed troubleshooting options. This patient underwent a revision procedure where this crt-d remains in service and the right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.